Manufacturer narrative:
The pump was received with no act button response due to an unlocked keypad connector on the lcd board. Unable to verify for status screen, reservoir volume. Also, unable to perform bolus units, basal units functional testing or operating current tests due to no button response. The pump was received with a crack display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization, priming anomaly and button error from the insulin pump. The customer's blood glucose reading was 400-700 mg/dl. The customer's blood glucose was 800 mg/dl while in the hospital. The customer received treatment for cancer in the hospital. The customer stated that the buttons on his pump are hard to press and does not respond all the time. The customer was assisted with rewinding the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.